Event description:
Boston scientific received information that during the elective procedure to replace this device, the associated leads were stuck in the device header. The leads were cut and surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.